Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary bilateral attune tkas to treat severe djd. The patella was resurfaced and competitor depuy x 2 was utilized on each knee. The procedure was completed without complications. Patient received a right knee revision to treat instability secondary to tibial tray loosening. Upon entering the joint, global ligamentous laxity was identified. The femoral component was well-fixed but revised with minimal bone loss. The tibial tray was grossly loose and debonded at the cement to implant interface and revised with some tibial bone loss. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with a competitor revision knee utilizing competitor cement. The procedure was completed without complications. Patient received a right knee I & d to treat redness, drainage, swelling, and pain secondary to subcutaneous delayed wound healing. Upon entering the joint, inflammatory tissue and soft tissue necrosis were debrided. All products were retained. The only depuy component at this time was the retained primary attune patella secured with depuy cement. This event will be captured on a linked complaint. Doi: (B)(6) 2017; dor: (B)(6) 2020 (femoral component, tibial tray, and insert revised, patella retained); doe: (B)(6) 2020 (I & d with competitor construct and retained attune patella); right knee.